Manufacturer narrative:
The customer contacted olympus technical assistance support via email. The customer was further advised to verified outputs on both the otv-s190 and oev262h and testing direct connections to isolate the issue. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited no image during inspection for use. There were no reports of patient involvement.